Event description:
This report is to advise of an event observed during analysis confirming exposed internal wires of the catheter.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal tip revealed damage to the shaft material at electrodes 3 and 4. The shaft material had peeled away from the electrode ring at the distal edge of electrode ring 4 exposing and fracturing conductor wires 2 and 3. The cause of the shaft damage could not be conclusively determined.